Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the tube. The affected tube was not used."

Manufacturer narrative:
H6: investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were visually inspected and no issues were observed relating to foreign matter as all samples met specifications. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found in the tube. The affected tube was not used."